Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the front corners, the corner lining on the bottom case was worn, the bottom case was cracked by the l bracket screws, and the plunger head was cracked by the screws. A review of the event history log identified travel course reverse and depleted battery alarms in history. During functional testing using multiple flow and occlusion test, the reported issue was unable to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced clutch half's left and right with leadscrew and spring as a preventative measure, replaced the damaged top case and replaced the battery as a preventative measure. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a travel coarse error, battery error and the case was cracked. No patient injury was reported.